Event description:
Report received that 2 health care workers were stuck with a used needle (same needle) from a pt in an assisted care facility. Recommendation was made to follow post exposure guidelines and see a physician.